Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported an elevated white blood cell count in the collected blood product. No medical intervention was required. This report is being filed due to device malfunction that has the potential for injury.